Manufacturer narrative:
Investigation summary: costumer complaints about the difficulty of connecting the connector to an injector. No picture or samples were available. The retained samples have been assembly with different injectors (lots. 1704102/ 1701102/1703105). No defects have been found. Connection and disconnection took place without issues. During manufacturing process several inspections and test take place: visual inspections for connector parts are performed by the operator to avoid faulty parts. Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. External diameter is measured with a caliber at the beginning of the lot and after a machine stop. No quality notifications have found during device history record review. Investigation conclusion: no picture or samples were available for investigation. Two retained samples have been checked. Visual inspection shows no defects. The retained samples have been assembly with different injectors (lots. 1704102/ 1701102/1703105). No defects have been found. Connection and disconnection took place without issues. Retained samples shows no defects. No issues during connection/disconnection to several samples of n35 injector. No qn¿s or other defects have been found during DHR review. Root cause: no defect found in retained samples. No root cause found.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd phaseal¿ connector luer lock c35 leaked from the syringe during use. There was no report of injury or medical intervention.